Event description:
The manufacturer received information alleging a ventilator will not start. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator will not start. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's blower assembly needs to be replaced and air inlet foam filter was replaced due to preventive maintenance. H3 other text : device evaluated by third party service center.